Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (compact plus system), is related to case with patient identifier (B)(6) (guide system).

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 12.3 mmol/l (guide meter) and 5.6 mmol/l (compact plus meter). No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.